Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl. Customer stated that the insulin pump received insulin flow blocked alarm. Customer stated that the alarms were recurring. Troubleshooting was not performed. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black . Customer returned pump for an alleged no delivery/occlusion alarm on 04/02/2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus software. However, no delivery (7) alarm was found in history file on event date 04/02/2022 20:01:00.000 during basel. Normal bolus delivered was found in history file on 04/02/2022 18:21:36.000 normalbolusdelivered. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. ¿in summary, customer alleged no delivery/occlusion alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.